Event description:
It was reported that there was a popping noise heard and images were dark when using the 9800 system in its lateral position. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, found evidence of fluid leak into the x-ray tube high voltage connections. Cleaned and vapor proofed the high voltage cable ends. The system was tested and found to be working as intended and placed back into service.